Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown h6: multiple annex a codes were coded for this event. A090501 was coded for the disabled radiation. A110201 was coded for the system not initializing. H3, h6: the system was serviced in the field and an imaging failure was confirmed. Troubleshooting confirmed the power supply was the most likely root cause of x-ray failure to initialize issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site rebooted the system twice due to it not initializing. The motion controller was checked and mobile view station (mvs) completed it's initialization, but the radiation was disabled. The site tried rebooting it with and without the image acquisition system (ias) and mvs connected, and confirmed the umbilical was full seated with no visible damage. There was no patient involvement.

Manufacturer narrative:
Additional device added to d10. Continuation of d10: product ID: bi71000465, lot number: unknown h6: additional annex g code added. H3, h6: the system was serviced again in the field. The ps1 voltage was fine. Actual error was generator license error. Reseated license dongle and reloaded firmware to generator board. All testing passed. C13 is applicable. Previously reported codes b01 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.